Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during prep for procedure they attempted to put biopsy needle through the valved coaxial introducer needle and it would not pass through. No patient injury.